Event description:
The procedure was to address central stenosis of the subclavian. The protege gps stent was deployed and when the physician tried to remove the catheter the whole tip was broken off. About 4" of catheter remained in the patient. The physician was eventually able to retrieve the tip using a snare.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.